Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 2.0mm plate at the medial malleolus and a 1/3 tubular plate on the fibula on an unknown date for an ankle fracture. The patient complained that both plates were causing irritation. Patient underwent hardware removal on (B)(6) 2016. The fracture healed and the patient achieved union. Both plates and an unknown number of screws were removed. There was no reported issue with the plates or screws. The hardware was easily removed. Routine x-rays taken intra-operatively as standard to the procedure. There was no surgical delay and additional medical intervention was not required. Patient was not revised to any additional hardware. The procedure was completed successfully and the patient status was noted as good. Concomitant devices reported: screws (part unknown, lot unknown, quantity unknown for 2.0mm plate and part unknown, lot unknown, quantity unknown for 1/3 tubular plate). This report is for an unknown 2.0mm plate on the medial malleolus. This is report 1 of 2 for (B)(4).